Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta closure was deployed in track due to improper post procedure measurement. Physician performed cut down on the right cfa to surgically close the artery. Additional information on 24may2022: the patient's drape became loosened during procedure causing adipose tissue to overlap the puncture site. When the physician pulled back to the previously measured depth, it was inaccurate due to the depth measure change that included the adipose tissue. The physician deployed manta anchor at the vascular surgeon's request even though the physician had pulled the manta out of artery. This was evident by increased blood flow. Additional information 24may2022: during an evar procedure, a single micro-puncture access was obtained in the right central cfa. The right cfa measured at 7.9mm and had mild posterior calcification and no tortuosity. The manta depth was measured at 5cm. During the evar procedure, there were no issues with advancing and withdrawing procedure sheaths. Prior manta deployment, the bp was 129/76mmhg and 7000units of heparin was administered intravenously. During surgical cutdown, the manta device was easily explanted and intact. The patient was reported as doing fine after surgery.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was planned for closure in the right common femoral artery. Micropuncture was utilized to gain a central positioned access. The arteriotomy was 7.9mm, mild posterior wall calcification, and a depth measurement of 5cm. No issues were encountered advancing or withdrawing the procedural sheaths. During the deployment procedure, the patients drape had loosened causing the adipose tissue to overlap the puncture site. When the physician withdrew the manta closure and sheath to the corresponding deployment depth, it was inaccurate due to the depth measurement change that included the adipose tissue. The physician deployed the anchor at the request of the other attending physician even though the physician had pulled the manta out of the artery which was evident by an increased blood flow. Following deployment, bleeding continued due to the manta was deployed in the tissue tract. The physician performed a cut down, explanted manta and repaired the vessel. There are many potential causes for a tract deployment, however, in this case the root cause is likely improper post procedure measurements due to the interference of adipose tissue during the measurement readings. The IFU indicates in the procedural requirements arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Precautions state if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Additionally, procedure requirements indicate if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Step 1: arteriotomy location procedure states use your left hand to keep the skin at a neutral position, slowly withdraw the depth locator from the vessel until blood flow ceases. Note the first visible marking near the skin puncture. The mark will be either a whole number or a dot. A dot signifies the half centimeter mark between whole numbers. Add one (1) cm to this number/marker to arrive at the proper deployment depth for the manta closure and sheath.